Event description:
It was reported that the patient implanted with this electrode suffered a self inflicted open wound, which, resulted in the electrode being exposed and becoming dislodged. The wound was not perceived as infected. Surgical intervention was undertaken. The electrode and associated subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted. No new system was implanted at this time. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this electrode suffered a self inflicted open wound, which, resulted in the electrode being exposed and becoming dislodged. The wound was not perceived as infected. Surgical intervention was undertaken. The electrode and associated subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted. No new system was implanted at this time. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.